Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator and replaced the breath delivery power control printed circuit board (pcb)and the controller printed circuit board. The ventilator passed performance verification testing (pvt), extended self test (est), and short self test (sst) and is ready for use. The ventilator has been returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery (bd) audio test on an extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Additional codes added to evaluation codes method and result. Device evaluation summary: received two-board assembly intact for failure investigation. Visual inspection of both boards showed no anomalies and/or thermal damage. The two-board assembly was separated, and each board inspected. No visible indication of damage and/or thermal damage. The two-board assembly was re-assembled and installed into the test ventilator for analysis. The fault was isolated to a c4 capacitor. If information is provided in the future, a supplemental report will be issued.